Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection of the device was performed. The hub was received without the catheter, the heat shrink has evidence of use. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a hub detachment occurred. A flexima apdl was used for computer tomography guided drainage. The pediatric patient was lifted by the patient's father from the bed and it was then noted that the hub of the flexima apdl was ripped off leaving the main section part of the drain in the patient. The section of the main catheter was removed using an amplatz guide wire to place another drainage catheter. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a hub detachment occurred. A flexima apdl was used for computer tomography guided drainage. The pediatric patient was lifted by the patient's father from the bed and it was then noted that the hub of the flexima apdl was ripped off leaving the main section part of the drain in the patient. The section of the main catheter was removed using an amplatz guide wire to place another drainage catheter. No further patient complications were reported and the patient's status was stable.